Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery (mrca) with mild calcification and mild tortuosity. The 4.0x23mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the balloon was inflated twice at 14 atmospheres to deploy the stent. During deflation, the balloon took longer than usual deflate; however, was it was able to be completely deflated. The sds was removed from the patient and intravascular ultrasound (ivus) confirmed the stent was implanted without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported deflation problem was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation problem; however, factors that may contribute to deflation problems include, but are not limited to, deflation technique, contrast concentration, contamination in the inflation lumen, damage to the guide wire and/or inflation lumen. It should be noted that the japan xience skypoint, everolimus eluting coronary stent system, instructions for use (IFU) specifies: deflate the balloon by pulling negative slowly for 30 seconds on the inflation device. In this case, it is possible the balloon was not allowed sufficient time to deflate before an attempt was made to remove the device, resulting in the reported deflation problem; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.